Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
It was reported that ¿in the last few months¿ the patient had a surgery unrelated to the pump and had a resultant infection. The non-managing surgeon was concerned that the pocket where the pump was located was infected so the pump managing physician decided to replace the pump and move the new pump to the other side of the patient. The replacement occurred on (B)(6) 2014. No patient symptoms were reported. Patient status at the time of the report was unknown. The device system delivered dilaudid. Additional information has been requested but was not available at the time of this report.